Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. She was in the hospital having a premature baby. Her blood glucose level was high and when she tried to deliver a bolus, she received a no delivery alarm again. Customer's blood glucose level was 370 mg/dl. The alarm was caused by infusion set and reservoir occlusion. The device was not returned.